Event description:
It was reported that, "the rasp trial inserter crossed threaded in rasp and snapped off in pt¿"

Manufacturer narrative:
Additional info has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval. (B)(4).